Event description:
On (B)(6) 2011, pt's complaint was that she suffered from a corneal abrasion, had blurry vision with some eye discharge. On (B)(6) 2012, f/u with the pt and the ecp revealed and infection and corneal ulcer that was treated with tobradex in 2010.

Manufacturer narrative:
This is being filed as corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date, there is no confirmation of the treatment or outcome of the treatment. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.